Manufacturer narrative:
Correction information: d4: unique identifier (UDI) g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. H4:device manufacture date. Evaluation summary: based on the reported events, it was speculated that the incompatible accessories (presumably cleaning brushes) made by other companies were used, causing the accessories to become stuck and unable to be removed.

Event description:
Accessory/object stuck in the operation channel. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.